Event description:
When the patient was standing up to leave a restaurant, her left leg felt numb and then she fell. She could not bear any weight on it after that. X-rays revealed what appeared to be a dissociation of the head from the neck of the femoral stem. Eventually it was revealed that the neck had fractured leaving the tapered part in the head. Both acetabulum and stem were well fixed to their sites.